Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified; therefore, a root cause could not be determined. Additionally, there was also no root cause on the investigation for the burnt plastic distal end cover. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the air/water tube, air/water cylinder, and jet tube. Additionally, the distal end cover was found to be burned. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.